Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00083 and #1828100-2016-00109.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there were inaccurate temperature values on the blood parameter monitor (bpm). The device was not changed out, as they continued to use the bpm unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on (B)(6) 2015: this bpm has a known issue with temperature accuracy, based on their experiences in other cases. They have not seen issues with the accuracy of other shunt sensor measures. The unit was used to complete the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. No product was returned for evaluation and multiple diligence attempts received no response to get product back. The investigation determined that the thermistors were not built per the specifications, where the drawing note requires the thermistor chip to be located within first 0.050 inches of the sleeve. Further investigation at the supplier determined that the chip location did not transfer from design to manufacturing at the supplier. Further investigation also identified improper supplier controls at the time to ensure that the part met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.